Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the screwdriver fractured while screwing the abutment into the mouth. No other tools were damaged., the screw was not fractured, another screwdriver was used to place the abutment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) narrow right angle large hex driver tip 24mm (rash3n) was returned for investigation. Visual evaluation of the as returned implant identified that the driver fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, and tooth location are not relevant to the reported event. Additionally, the customer did not provide images. The length of the driver's usage is unknown. Device history record (DHR) review was completed for the subject lot number (1226419). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture. Therefore, based on the available information, device malfunction did occur, and the reported event of fracture was confirmed.

Event description:
No further event information is available at the time of this report.